Event description:
2004 stent placement. Two months later readmitted with unstable angina. Cardiac cath revealed subacute thrombus at stent site. Recath for tee. Transferred to tertiary hosp for further surgery.